Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case # mw5062114) in united states on 31-may-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013, for tubal ligation. Concomitant medical included: nortriptyline 25 mg once daily, multivitamin and vitamin d3. In 2013, consumer went to doctors office to inquire about having a tubal ligation. She had a nickel allergy and asked about that. Her doctor informed that they did not make the device out of nickel anymore. She had essure inserted in 2013. From the day of insertion, she had considerable pelvic pain. Over the next few years, her life changed dramatically. She was exhausted all the time, not fatigued or tired, but dragging herself through the day exhausted. She slept every chance she had and would wake up feeling like she had not gotten any sleep at all. The pelvic pain and cramping were constant, as the weight gain, mood swings, brain fog/forgetfulness, difficulty concentrating, memory loss, bloating, dizziness, headaches, allergies, anxiety, irritability, digestive problems, bowel issues, tooth decay and joint pain to the point where she could barely walk at times. She would go to bed fine and then in the morning she was in agony. The joint pain would be in hips, feet, hands. The location would vary, but was random and excruciating. She also experienced bladder control issues, hair loss/breakage, heavy periods with lots of clots, very painful intercourse (stabbing pain) which she now knows was due to the coils migrating and becoming embedded in her uterine lining. She had the hysterosalpingogram (hsg) confirmation test 3 months after insertion and everything was fine. Both coils were in the correct position and the scar tissue had formed. On (B)(6) 2016, she had a complete hysterectomy, removing everything, uterus, both fallopian tubes, cervix and both ovaries. The pathology report showed that they had migrated and were embedded in her uterine lining. She was finally starting to feel more normal than she felt in years. She thought all the symptoms she was having were age related and due to the impending menopause; they definitely were not. Quality-safety evaluation of ptc received on 14-jun-2016: (B)(4). For cases where a device failure insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and coils migrated and became embedded in her uterine lining. She underwent a complete hysterectomy approximately 3 years after essure insertion. This event is serious due to medical significance and listed in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion, dislocation, or occur as a result of uterine perforation. In the present case, 3 months after insertion a hysterosalpingogram showed both coils were in the correct position; it was later found that they had migrated and were embedded in her uterine lining. The exact date and mechanism of this event is unknown. Given the nature of the event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. No lot number and no sample was provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information cannot be obtained due to lack of reporters contact information.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.